Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2016 patient fell and then did not feel stimulation. Patient reported also having bowel symptoms return. Patient went to health care provider (hcp) a day prior to this call that put the settings on 2.0 v. The patient thought maybe she felt a little stimulation. On (B)(6) 2016 the patient not able to get programmer on. Patient stated she already tried new batteries. During call patient was instructed to make sure batteries were in the right way. Patient stated now a scene comes up. Patient stated she did not see a lightning bolt. It was noted that on (B)(6)- patient had an appointment with hcp. Patient would inform hcp about fall and symptoms. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2016 patient fell and then did not feel stimulation. Patient reported also having bowel symptoms return. Patient went to health care provider (hcp) a day prior to this call that put the settings on 2.0 v. The patient thought maybe she felt a little stimulation. On (B)(6) 2016 the patient not able to get programmer on. Patient stated she already tried new batteries. During call patient was instructed to make sure batteries were in the right way. Patient stated now a screen comes up. Patient stated she did not see a lightning bolt. It was noted that on (B)(6)- patient had an appointment with hcp. Patient would inform hcp about fall and symptoms. The indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
It was later reported with the advice of the representative patient made an appointment with health care provider. It was noted that since patient had fallen she stated it was possible that the part they placed in their hip could have moved so she considered and x-ray which was done but have not heard from her about the results yet. The patient stimulator was on 2.0 which was pretty hard and patient was asked if she could stand that much. The patient told rep she would try but after 1.5 days of the aching in the left side of the hip and their vagina patient reset the stimulator to 1.9 before the aching stopped. The patient still but not very often, don't make it to "bathroom before , any bowels move before patient get there and when this happens it was usually very loose and a big mess to clean up, so when patient goes anywhere, grocery, or whenever she wears a diaper "just in case". The patient's favorite place to go on her self was at (B)(6)."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.